Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was received for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 1mm distal to the proximal balloon bond. A visual and microscopic examination of the balloon material and proximal balloon bond identified no issues that have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. In order to evaluate if a leak was present in the hub section of the device the investigator pushed forward the strain relief and clamped the shaft to prevent pressure being lost through the pinhole in the balloon material. The investigator then applied positive pressure of 14atm and no drop-in pressure or leak was identified. No issues were noted with the hub that have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29may2018. It was reported that hub leakage occurred. The target lesion was located in the moderately tortuous vessel. A 10.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation, leakage of contrast media was confirmed from the hub. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed a pinhole in the balloon material.